Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that due to an alleged break, the front case keypad of the six pcu modules will be replaced. There was no reported patient involvement.